Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.band removed due to twisting.

Event description:
It was reported by the patient that she post implant a realize band, the band needed to be removed the band as it had "twisted". Patient reports that she gained the weight back and is contemplating switching from weight watchers to a gastric bypass.